Manufacturer narrative:
Upon return, this product was thoroughly analyzed. Engineers confirmed the device had triggered the replacement indicator while implanted; no resets were noted. A longevity evaluation was then performed. Laboratory analysis concluded that this device had declared ert sooner than expected per product labeling.

Event description:
Boston scientific crm received information that this device had been explanted with an allegation of premature battery depletion; implant duration 5.4 years. The explanted product was returned for post market evaluation. No adverse patient effects were reported.